Manufacturer narrative:
Additional information received from customer: the patient was under anesthesia when the event occurred; however, the patient was not injured. The event did not lead to increased surgery time. The type of surgery, age and gender of patient are unknown. The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The lock has been overhauled, the small parts have been replaced and the device needed functional check, general maintenance, cleaning and replacement of worn parts. Root cause - the definite root cause cannot be reliably determined. The most probable root cause is wear and tear / improper handling. No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
N/a.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00615: a facility reported that the mayfield modified skull clamp (a1059) was impossible to lock, and that without a patient, the technician can lock it, but with the patient's head it is not possible. No patient injury or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.